Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the ok/enter button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: during investigation, the pump was returned and the "ok" button was found to function properly. The keypad was removed, and no damage to the button contacts or keypad flex cable was found.